Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2020, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 08-oct-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing saline (pfns, pbs; 9mg/ml) at a unknown dose rate via an implantable pump. It was reported that the patient experienced pain at the pump site and fluid build up in the pump pocket. The surgeon tried to aspirate the catheter, but it did not aspirate. They did a dye study and found that there was no leak in the catheter, so the pump and complete catheter were explanted. The pump and catheter were to be replaced in the future. There were no known environmental/external/patient factors that may have led or contributed to the issue. The issue was resolved as of (B)(6)2021. The patient was without injury regarding their status as of (B)(6) 2021. The hospital was in possession of the pump and catheter which were to be returned to the manufacturer. The patient's weight and medical history were noted as having been requested but were unknown or would not be made available.